Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly.